Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer's blood glucose (bg) level was 574 mg/dl. Customer addressed bg level via correction injection via manual dose injection. The customer reverted to an alternate method of insulin therapy.